Manufacturer narrative:
The insulin pump was received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to completely broken reservoir tube lip and missing end cap sticker. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had button missing on the bottom. The blood glucose at the time of the incident was unknown. The device was returned for analysis.